Event description:
A malfunction was reported by the caller regarding the pump, with no notable events occurring prior. There was no reported adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurs, which the caller acknowledged and understood.